Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during whipple procedure, the surgeon was using the cautery pencil in the patient's abdomen for the procedure. The cautery tip caught on fire like match size fire and was extinguished by itself and melted the tip of the cautery. It burned through the resident's glove to cause tissue damage of first-degree burn on the hand size of smaller than a dime and treated with cold water. There was no operating room fire.